Event description:
It was reported that the user experienced sustained hyperglycemia, with a blood glucose value of 260 mg/dl at the time of contact, after running out of insulin, which resulted in the ilet not delivering insulin for several hours; the user also reported announcing meals to correct highs and was advised to consult technical support for potential factory reset evaluation and to receive additional training. Symptoms included elevated blood glucose without reported adverse effects. Outcomes included no need for third-party assistance and no alerts or alarms reported. Investigation included customer counseling and referral to technical support and training for further evaluation. Investigation of this case revealed user-related interruption of insulin availability leading to hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user management issues related to insulin availability and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.